Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for embedded fm and printing defect with the incident lot was observed. Additionally, evaluation of the customer samples was performed and embedded fm and printing defect was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for embedded fm and printing defect with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and embedded fm and printing defect was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tube experienced foreign matter contamination and scale marking issues. The following information was provided from the customer: verbatim: ¿the printing was defect. The shield was dirty." See pr for additional details. Complaint summary detail: this complaint is MDR reportable. If fm particles got into the sample it could clog or block instrument/device which could result in insufficient sample volume for testing and may result in erroneous results that may lead to misdiagnosis /treatment of patient. Event type: foreign matter in tube; biological and nonbiological / malfunction.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tube experienced foreign matter contamination and scale marking issues. The following information was provided from the customer: verbatim: ¿the printing was defect. The shield was dirty." See pr for additional details. Complaint summary detail: this complaint is MDR reportable. If fm particles got into the sample it could clog or block instrument/device which could result in insufficient sample volume for testing and may result in erroneous results that may lead to misdiagnosis /treatment of patient. Event type: foreign matter in tube; biological and nonbiological / malfunction.